Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not activate. They switched the cords and the hemopro tissue welder worked fine when they started harvesting. After two minutes of harvesting, the hemopro tissue welder stopped working. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)